Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the catheter indicated damage at implant.

Event description:
It was reported that prior to use in a case the physician tested the catheter and found there was no output. The catheter was not used during the case and there was no patient complications during this event.